Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-1070, awareness date 01-sep-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She had hysterectomy and all her symptoms were gone 2 weeks later. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and had hysterectomy performed. This event is serious due medical importance and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (hysterectomy) may be required. In this particular case limited information was provided. It was mentioned that the consumer had a hysterectomy. In spite of lack of data, causality between the reported event and suspected insert cannot be excluded and therefore this case is regarded as incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and had hysterectomy performed. This event is serious due medical importance and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (hysterectomy) may be required. In this particular case limited information was provided. It was mentioned that the consumer had a hysterectomy. In spite of lack of data, causality between the reported event and suspected insert cannot be excluded and therefore this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.